Event description:
Boston scientific crm received information that this lead had intermittent capture and increased threshold measurements. As a result, the lead was explanted and a new one was successfully implanted. The implant date was not made available.